Event description:
On (B)(6) 2014, it was reported that the luer on the patient's infusion set had separated from the infusion tubing. No adverse event was reported. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).